Event description:
The spring fell off the offset impactor.

Manufacturer narrative:
Investigation of the returned product identified that the spring was missing, confirming the complainant¿s findings. It was confirmed that the spring had not been left inside the patient. Previous complaints have identified that the spring can become dislodged during reassembly after cleaning. A design review, dra-004007, was conducted in february / march 2015 to ascertain if any present risks could be reduced without introducing new ones. The conclusion was that there is no design improvements suggested that would definitely reduce the risks associated with these complaints without potentially increasing / adding other risks. The complaint was found to be justified. The root cause was attributed to design the product will be retained in a secure storage area in warsaw. No corrective action is required. Post market surveillance is per sep-419.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).